Event description:
It was reported that the pump declared alarm 20, indicating a malfunction during the pumping process, and the issue recurred despite attempting to load a new cartridge. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support decided to replace the malfunctioning pump, and the customer was instructed to use multiple daily injections as a backup to ensure uninterrupted insulin delivery. The customer was guided on how to return the pump and understood the instructions.